Event description:
It was reported the access system was damaged/defective. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. After entering the patient's body, the was was found to be kinked and also damaged the 27mm wds. Both the wds and was were removed and a new was and wds were prepped. After prepping the second was and wds, inserting the system as a whole into the patients body, and successfully deploying the second 27 mm device, it was noted that it seemed that something was hanging off the sheath in the left atrium. More heparin was given as thrombus formation was suspected; however, the heparin did not mitigate the issue. The 27mm device was released after going through pass criteria per dfu and the whole system was removed. Upon removal of the sheath, it was noted that a fiber-like strand was hanging off the end of the sheath. No harm was done to the patient.